Manufacturer narrative:
D10 concomitant products: lf2019, exact dissector lf2019 ligasure 21cm (lot#:40520298x), vlls10gen, vlls10gen ls series vessel sealing gen (serial#:unknown) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during an open total thyroidectomy, the ligasure device was used with a generator, but when the surgeon was cutting the arteries and the ligasure device sealed partially, there was more bleeding than usual, but blood loss was not exceeding 500cc or more. The doctor used a manual suture to resolve the issue and the surgery was extended for 30 minutes.

Manufacturer narrative:
Evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. The evaluation found no potentially contributing factors, and the sample met all related specifications. It was reported that the device was sealed partially. The reported issue could not be confirmed. The most likely cause could not be identified because no related problem was detected with the device. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during an open total thyroidectomy, the ligasure device was used with a generator, but when the surgeon was cutting a bundle of vein and arteries in the thyroid about less 7mm thickness, the ligasure device sealed partially there was more bleeding than usual, but blood loss was not exceeding 500cc or more. An activation was tone heard, no re-grasp alert, and end tone was heard as well. Cleaned the jaws every 12 activations more or less. The doctor used a manual suture to resolve the issue and the surgery was extended for 30 minutes. Same device was used to complete the surgery.